Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 22:35:48. During night drain cycle one, the patient's ultrafiltration reading was 1615ml, indicating the home patient (hp) drained 1615ml more than their maximum programmed fill volume of 1500ml. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The reported issue of the iipv (increased intraperitoneal volume) was verified in the event history log review. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. Upon conclusion of the investigation, the assignable cause was determined to be false empty detect at initial (I) drain and I-drain alarm volume was met. Should additional relevant information become available, a follow-up will be submitted.